Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose levels were 600+ mg/dl, 489 mg/dl, 566 mg/fl and 519 mg/fl. The customer had been using the insulin pump system within 48 hours of high blood glucose levels. The customer reported that they treated high blood glucose level with needles and manual injections. The customer reported that the needles were causing her to get all black and blue, they felt exhausted and tired, had issue with mobility and she cannot barely walk and was stressed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. The customer also reported that the motor went out on the insulin pump and it delivers insulin only one time a day and other times it does not. He customer reported that the insulin pump was likely under delivering and she was worried that it was not working. The customer declined to perform high pressure test on the insulin pump. The insulin pump will not be returned for analysis.